Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. It was reported that the needle shaft broke during use. No information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with one incident, gac. This event is not relevant to the complaint condition since it concern a manipulation in mes system, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-52743.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch: 1221934-2018-52743.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure when doing the posterior repair the surgeon nicked the condyle with their truespan 12 degree peek which bent the shaft and broke it, no implant deployed. When the surgeon went back in with a second truespan 12 degree peek the first implant deployed and when he went to move the device to implant the second implant, the device nick the condyle which bent the device and broke it. The sales rep stated that the first implant was cut out and each time the devices broke, the broken piece stayed within the sheath therefore no debris was left in the patient. The procedure was completed with two other like devices with no harm to the patient or delays to the case. The sales rep stated that it was the surgeon first time using truespan and told the surgeon to not get close to the condyle with the two devices that were used to finish the case. The repair consist of four implants to repair the meniscus due to a big tear. The sales rep stated that the surgeon at the end of the case once getting familiar with the device loved the truespan and would use it again. The sales rep stated that both devices were discarded by the customer.